Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and unknown concentration of drug via an implantable pump for non-malignant pain. It was reported the skin covering the patient¿s pump was very thin and the pump broke through the skin. The pump was explanted on (B)(6) 2016. A new pump was implanted (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.